Event description:
The customer reported that on (B)(6) 2014 her blood glucose was reading 20.1 mmol/l (362 mg/dl) so she gave herself a bolus of insulin (exact dosage was not provided). She tested her bg again it was reading 18.7 mmol/l (337mg/dl) at which she gave another correctional bolus with an insulin pen. Her bg reached 21.6 mmol/l (389 mg/dl) so she decided to remove the pod. She then realized the cannula had pulled out of her skin.

Manufacturer narrative:
The product was not return for evaluation. The customer reported that the cannula dislodged from the infusion site, a condition which could interrupt insulin delivery and contribute to hyperglycemia.